Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Furthermore, the reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2025, the reporter of the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter displayed an unknown error message, continued displaying ¿apply blood¿ after applying a blood sample and powered off during use. The complaint was classified based on the customer care agent (cca) documentation since the patient could not be reached by phone for follow-up questions. The reporter alleged that the issues occurred on (B)(6) 2025, at an unspecified time. The patient manages their diabetes with a combination of medication (lantus insulin 19 units and glipizide ¿ 1 tablet twice a day) and the reporter denied that the patient took any action in response to the alleged issues. That same day, at an unspecified time after the alleged issue occurred, the patient was ¿shaking, had a convulsion, was dizzy and did not know where they were¿. That same day, around 8 o¿clock (am or pm was not specified), the paramedics were called and a blood glucose reading of ¿40 mg/dl¿ was obtained on an emergency medical services (ems) meter indicating the patient was ¿hypoglycemic¿. The reporter is unsure whether the paramedics provided the patient with any treatment. During troubleshooting, the cca confirmed that the subject device was not being used for the first time. The reporter described a correct testing process, however, the cca was unable to establish whether the correct test strips were being used. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient was unable to test their blood glucose due to the reported issues and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issues began. The subject meter could not be ruled out as a cause or contributor of the event.